Manufacturer narrative:
Onsite investigation of the event could not reproduce the collimator issue. The collimator was still replaced and the system passed all tests. No further issues were reported. No product has been returned.

Event description:
A medtronic representative reported that, while in a spine fusion procedure, the collimator was not initializing on the imaging system. The mobile view station (mvs) was around the patient when this occurred. The site rebooted the system four times and on the fourth time the imaging system was functional. There was a reported delay to the procedure of less than 1 hour due to this issue and there was no impact on patient outcome.

Manufacturer narrative:
Correction: device manufacture date 4/8/2011. There was a reported delay of 45 minutes to the procedure as a result of this issue. The suspect collimator was returned to the manufacturer for evaluation and the reported issue could not be confirmed. The part passed visual inspection and passed bench testing. However, during bench testing the x and y axis motors were making nose. The motors on the collimator were found to be the issue. The cause was due to wear of the part.